Event description:
A hospital in another country, reported to our distributor that during functional testing prior to use, the user found that the resistance value of the inspiratory tube heaterwire of an rt225 infant bias flow breathing circuit was higher than the resistance specification. No pt consequence was reported.

Manufacturer narrative:
The product involved in this complaint is not sold in the USA but it is similar to a product which is sold in the USA. The device is en route to the manufacturer for inspection. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0008%.